Event description:
The patient's mother reported the patient's blood glucose level rose to 350 mg/dl while wearing the pod between 36 and 48 hours. They detected an insulin smell and when they removed the pod from the infusion site (arm), the pod's cannula was found bent. They also reported that they observed some discoloration afterwards. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Cloud - locked down/smartphone phone_control_android, cloud - omnipod 5 software app version 3.1.1, cloud - operating system bp3a.251005.004.b2, cloud - hardware pixel 7, cloud - cgm sensor type g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged. Cracks were observed on the top and bottom housing. The timing and cause of the observed housing cracks could not be determined.